Event description:
The customer reported that there was "no sound coming from the speaker". The device was not in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.

Manufacturer narrative:
Updated b5.

Event description:
The customer reported that there was no sound coming from the speaker. It is unknown if the device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.